Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was showing an incorrect time. The nurses restarted the system, but it continued to display the incorrect time. The customer also confirmed that this was causing a time discrepancy when nurses were pulling medications for patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.